Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a carotid artery stenting interventional procedure using an 8f sheath. The device was deployed and placed as intended. Reportedly, during knot advancement, forceful manipulation of the suture trimmer caused vessel damage resulting in the continuous bleeding. A cut-down and surgical suturing were used to treat the vessel damage and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017- excessive force.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of hemorrhage and tissue injury are listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures. It was reported force was used to tighten the knot. It should be noted that the prostyle instructions for use (IFU), states: do not apply excess pressure to the suture¿ the IFU violation likely did not contribute to the reported difficulties but was a likely result of the difficulty with the knot; therefore notification is not required. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible the knot was tightened, or the gst was not aligned correctly. When force was applied it caused the suture to pull out of the vessel causing tissue injury and the subsequent hemorrhage or the gst trimmer slipped into and damaged the artery causing the hemorrhage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.